Event description:
It was reported that during a laparoscopic gall bladder procedure, the suction irrigator was plugged into a bag of saline, when the fluid leaked from the battery chamber during suction. Allegedly, the suction irrigator was hanging next to the side of the pt's head, but the pt was not harmed. Furthermore, they were unaware if the leakage was from some type of fluid or battery acid.

Manufacturer narrative:
Additional information will be provided once investigation is completed.